Event description:
As reported, during an unknown procedure targeting the left renal artery, a flexor ansel guiding sheath leaked at the hub upon insertion of the device into the right common femoral artery. The anatomy was reportedly normal, and resistance was not encountered following the initial puncture. After the dilator was removed from the sheath, the hub began to spray tiny streams of blood around the wire guide. The sheath was removed, and another device of the same product reference was used to complete the procedure without incident. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure targeting the left renal artery, a flexor ansel guiding sheath leaked at the hub upon insertion of the device into the right common femoral artery. The anatomy was reportedly normal, and resistance was not encountered following the initial puncture. After the dilator was removed from the sheath, the hub began to spray tiny streams of blood around the wire guide. The sheath was removed, and another device of the same product reference was used to complete the procedure without incident. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned for investigation. Water leaked from the silicone disc in the check-flo valve during leak testing. A document-based investigation evaluation was performed. One relevant non-conformance was noted on a subassembly lot; however, the affected product was scrapped. There have been no other reported complaints for this lot number. The product IFU cautions, ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device provides evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last medwatch report was submitted.